Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test four times with values of 19.57, 22.54, 21.79 and 25.62 pounds per square inch (psi). This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.